Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient alert for high, out of range hv lead impedance were observed via remote transmission. High impedance measurements could not be reproduced in clinic. Pocket ingrowth and lead damage were suspected. Patient will continue to be monitored remotely until the next follow-up.